Event description:
Had the following pacemaker implanted on (B)(6) 2013 (the reason for the pacemaker implant "bradycardia", I have never suffered this condition in my life, I have always suffered from high blood pressure) but the hospital staff decided that I would need it for bradycardia. Below is the pacemaker information. Model: pmm2210, serial #: (B)(4), ra-lead: 1888tc/52 (B)(4), rv-lead 1888tc/58 (B)(4). Device caused me heart failure towards mid 2016 where I had to be admitted to (B)(6) (this is the same hospital that did my implant). The doctor that treated me to do the implant, decided that I would need a "dual lead pacemaker" because the single lead was making my heart work harder and making it weaker (results show only 25 percent heart output when I was admitted)". On (B)(6) 2016, I received a new pacemaker, please specs below...model number: pm3262, serial number: (B)(4), ra-lead: 1888tc/52, serial number: (B)(4), implant date: (B)(6) 2013 lv: 1458q/86, serial number: (B)(4), implant date: (B)(6) 2016, rv-lead: 1888tc/58, serial number: (B)(4), implant date: (B)(6) 2013. The above procedure worked, hear output went back to 50 percent (as echo was performed 3 months after procedure and put on entresto regimen). The above directly relates to an articled published by one of the engineers that worked in the development of pacemakers for the st. Jude (medtronics company), (B)(6). I think, this should be treated very seriously, because there are a lot of people at risk, like me that could simply just die because of this procedure. If you need to investigate this matter deeper, please let me know and I will furnish all my tests, labs, etc... From the hospital. (B)(6). Do not smoke or drink, generally in good health. Please let me know if you can assist with this issue.